Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) exhibited high out-of-range (oor) pacing impedances measuring greater than 3000 ohms on a non-boston scientific right ventricular (rv) lead. It was noted that impedances have been consistently high over the last nine months. Technical services (ts) reviewed two episodes and there were no observations of noise. Ts discussed possible causes and recommended to continue to monitor. The patient is not dependent on therapy. At this time, the ICD and non-boston scientific rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) exhibited high out-of-range (oor) pacing impedances measuring greater than 3000 ohms on a non-boston scientific right ventricular (rv) lead. It was noted that impedances have been consistently high over the last nine months. Technical services (ts) reviewed two episodes and there were no observations of noise. Ts discussed possible causes and recommended to continue to monitor. The patient is not dependent on therapy. At this time, the ICD and non-boston scientific rv lead remains in service. No adverse patient effects were reported.